Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product was reportedly disposed of by the user. Questions have been submitted to the distributor to try to obtain additional information for this incident. Based on the information received to date an exact cause for the incident could not definitely be determined. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "guide wire bsx safari damaged in the delivery system." Additional information received: "guidewire bsx safari was damaged during the procedure which does not allow to retrieve the delivery system." Delivery system is accurate tf delivery system. The procedure was reportedly completed with this device. No injury. No impact on the patient.